Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred on (B)(6) 2025. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s grandson, on (B)(6) 2025, he found that the patient experienced loss of consciousness and called for an ambulance. When the paramedics took a fingerstick the cgm reading would have been inaccurate and ¿way off¿, with the blood glucose reading, but no specific readings were reported. The patient was unconscious until the paramedics arrived and was brought to the hospital. At the hospital the patient received intravenous treatment. Patient was discharged at 05:00am on the same day. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.